Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to recognize the open and close status of the drawer 3. The field service engineer carried out initial troubleshooting to determine cause and found that the inseparable latch magnet was fallen out of the position causing the issue. Installed new inseparable latch and performed general cleanup of the device and carried out complete testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medical ward had a hardware failure and could not proceed with recovering the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medical ward had a hardware failure and could not proceed with recovering the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.